Manufacturer narrative:
Initial report address e1: (B)(6) hospital .

Event description:
It was reported that a dissection occurred. The target lesion, located in the mid proximal right coronary artery, was predilated using 2.00, 2.50 and 3.00 mm non-complaint balloons. After a 3.00 x 28 synergy was deployed, a non-flow limiting dissection at the distal edge of the stent was suspected. An additional stent was used to cover the dissection and prolonged inflation with a balloon occurred. The procedure was completed successfully and the patient was stable and fully recovered.